Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6). This is the same event as 3010536692-2015-01559.

Event description:
Allegedly, the patient started to feel pain two years after the original surgery. Allegedly, the ion levels were raised.